Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a control knob being broken off, the ventricle encoder and menu encoder were pushed into the device due to the upper case being broken and dented. It was further noted that the battery drawer would not open with no batteries in it but that it opened normally once batteries were inserted, the display wires were pinched and the wire exposed, the hanger assembly had a burr on it, the keypad was scratched, two encoder nuts were not torqued to specification and the knobs were contaminated. It was also noted that the encoder assembly functions properly however it was replaced as a preventive due to impact. (B)(4).

Event description:
It was reported that the control knob on the external pulse generator (epg) was broken off. The epg was returned for repair. There was no patient involvement.